Manufacturer narrative:
Compromised force sensor alert alarm during the basic occlusion test due to cracked end cap. Unable to confirm excessive no delivery alarm due to compromised force sensor alert alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced occlusion during basal. The customer's blood glucose value was 18.7 mmol/l. The insulin pump will be returned for analysis.